Manufacturer narrative:
The investigation found the haptoglobin assay was not measured within the same run as the serum indices, which would cause the serum index alarm not to be triggered. The patient's complete host communication files were requested but not provided. Based on the available information, the investigation did not identify a product problem.

Manufacturer narrative:
As stated within the limitations-interference section of the haptoglobin method sheet: "hemolysis: 10 no significant interference up to an h index of 10 (approximate hemoglobin concentration: 6 mol/l or 10 mg/dl." The data files for this event were requested but have not been received at this time. The investigation is ongoing.

Event description:
There was an allegation of a missing hemolysis index data flag (>i.h.) On a hapt2 tina-quant haptoglobin ver.2 result for one sample tested on a cobas 6000 c (501) module. The haptoglobin hemolysis index limit was configured as a rule in the haptoglobin application within the customer's analyzer and was set to flag any results with a hemolysis index of >10 mg/dl. The customer confirmed the sample tested was qc material and not a patient sample. The results obtained were not used for diagnostic purposes. For this qc sample, the customer received a haptoglobin result of 0.83 g/l with a hemolysis index result of 370 mg/dl. The haptoglobin result was the only result not properly flagged. The customer has performed further measurements with hemolyzed and non-hemolyzed samples, and the issue has not been reproduced. The haptoglobin reagent lot number was 53222601 with an expiration date of 31-dec-2022.